Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for a 34-year-old male. The following results were provided: sid (B)(6), initial result= 83.9 ng/l; repeat result < 5.1 ng/l; repeat result (analyzer (B)(6) <5.1 ng/l sid (B)(6), redrawn sample result <5.1 ng/l; repeat result <5.1 ng/l. Update, an additional patient was provided on (B)(6) 2025. Sid (B)(6), initial result= 144.6 ng/l; repeat results < 5.1 ng/l and < 5.1 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier (B)(6). This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21, with 510k number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 71272ud00. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot number. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed from customers worldwide. The patient median values for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I lot 71272ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for a 34-year-old male. The following results were provided: sid (B)(6), initial result= 83.9 ng/l; repeat result < 5.1 ng/l; repeat result (analyzer (B)(6) <5.1 ng/l sid (B)(6), redrawn sample result <5.1 ng/l; repeat result <5.1 ng/l. Update, an additional patient was provided on (B)(6) 2025. Sid (B)(6), initial result= 144.6 ng/l; repeat results < 5.1 ng/l and < 5.1 ng/l there was no impact to patient management reported.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for a 34-year-old male. The following results were provided: sid (B)(6), initial result= 83.9 ng/l; repeat result < 5.1 ng/l; repeat result (analyzer (B)(6)) <5.1 ng/l. Sid (B)(6), redrawn sample result <5.1 ng/l; repeat result <5.1 ng/l. Update, an additional patient was provided on (B)(6) 2025. Sid (B)(6), initial result= 144.6 ng/l; repeat results < 5.1 ng/l and < 5.1 ng/l. Update: additional information provided on 01jul2025. The customer stated that due to the false positive result the patient may have been sent to the emergency room. No treatment was given and no reported impact to their management. No further information was provided. There was no impact to patient management reported.

Manufacturer narrative:
Upate to section d3 - email and g1 - mfg site email. This updated final report is being submitted to include the additional information provided in the user report. Section b5 - describe event or problem has been updated with the additional information.